Event description:
Cpi rec'd info that this implantable cardioverter defibrillator (ICD) sys may be experiencing oversensing. An invasive procedure was performed and the physician identified an insulation defect on one of the myocardial rate sensing leads (4320). The rate sensing lead was repaired and remains implanted. Two possis leads (4320s) are implanted in the pt. The specific lead in question was not identified.